Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display. Customer stated that insulin pump counted to six and was stuck on six. Customer also reported to have gone rafting and insulin pump got splashed with a lot of water causing condensation under display screen. Customer's blood glucose was unknown. After troubleshooting customer was advised that insulin pump would need to be replaced.